Manufacturer narrative:
(B)(4). A follow-up medwatch report will submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a error was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. The device has not been previously sent into service for the reported condition of "channel a had an error". This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which channel a had an error. The event occurred in the medical surgery department. This condition has the potential to interrupt delivery. There was no patient involvement. There was no adverse event, patient injury or medication intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.